Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is out of town traveling in a motor home. She stated she fell from the top step of the motor home and landed on her back, on tuesday. ¿the stimulation went crazy. I had to turn it off¿. She turned the ipg back on thursday and felt strong stim on her right leg and she had to turn down the stimulation to comfort.  Total body cat scan done. No injuries found. Patient stated, ¿only thing injured was my pride.¿ reviewed with patient if she is experiencing any shocking sensation. Patient denied any shocking sensations. Patient will make arrangements to see managing hcp when she is back in town and will let us so that we are present to check impedances.